Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting eye doctor due to using control solution in her eyes. Control solution was not returned to manufacturer. Note 1: manufacturer contacted customer in a follow-up call on 01-feb-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated that she the skin around the eyes was no longer red and that her eyes were fine. Customer stated she had contacted the eye doctor who had advised her to wash the eyes with water. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement control solutions had been received and were working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported that she had put one drop of true metrix control solution in each of her eyes: control level one, lot # 1bc1b44, manufacturer¿s expiration date is 12/31/2022. Daughter is calling on behalf of the customer. Customer uses eye drops at night and had used the control solution the night before thinking it was the eye drops. Customer had woke up that morning and the skin around her eyes was red; customer stated that the eyes were not red, it was the skin around the eyes. Customer stated she had not rinsed her eyes. Customer stated that she was not experiencing any pain in her eyes. Customer stated she was going to contact the eye doctor.